Event description:
It was reported that the patient experienced an event of infusion set fell on third day of use due to swimming on (b)(6) 2026.

Manufacturer narrative:
Name: (b)(6)Country: United States of AmericaStreet:(b)(6) Based on the available information, this event is deemed to be a Reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.DA Registration NumberReporting Site: 8021545Manufacturing Site: 8021545